Manufacturer narrative:
Follow-up #1 date of submission 10/21/2013 device evaluation:the retained cartridge was evaluated by product analysis on 10/09/2013 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cartridge issue. The boxes containing the cartridges were crushed on arrival, with the reporter alleging possible damage to the cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.